Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv tank was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system displayed error message requiring a reboot to regain functionality. This is indicative of a system lockup. There is no report of death or serious injury.